Event description:
On 2/2/87, pt had right total hip replacement due to advanced arthritis. During summer of 1993 and again in 2/94, two dislocations occurred. Surgery was performed 3/14/94 to replace implanted cup insert.